Manufacturer narrative:
(B)(4). The service engineer (se) replaced the printed circuit board (pcb) and the ventilator is now in use.

Event description:
It was reported that during maintenance the e360 ventilator display screen was white. There was no patient involvement.